Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) year old male pt had a rash and that the skin was peeling off. It was later reported that the physician recommended a cream for the irritation and that things were improving and going well.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.